Event description:
The lay reporter/husband contacted lifescan (lfs) in may 2006 alleging that his wife's powers off during use. A medical affairs specialist(mas) mailed a letter to the pt since the user could not be reached by telephone for further clinical info. On the date of event at 11:00 am the pt experienced blurred vision, dizziness and was sweating. She tried to test her blood glucose and the meter powered off during use. Reporter was unable/unwilling to verify whether the pt treated herself after attempting to use the meter. Due to te symptoms she was experiencing her husband took her to the emergency room where she obtained a "310 mg/dl" on the hospital device. Husband was not sure whether his wife was treated with glucophage or glucose at that time. The battery was replaced recently and the battery contact was in good condition. The customer care advocate (cca) educated the pt on the automatic shut-off and the meter powered off before the time was up. Cca did a field exchange with a local pharmacy for the pt. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the incident, exact treatment the pt received in the ER and how long the pt was experiencing the problem with the device. The complaint is being reported since the pt was unable to test due to the problem with the meter while having symptmos that could suggest an abnormal blood glucose and received therapy to treat either high or low blood glucose levels.